Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implantation of an intraocular lens (iol), the surgeon noted that he implanted the wrong diopter of lens requiring a removal and replacement of the lens within the same procedure. The incision was required to be enlarged and the lens was cut into pieces for its removal. The physician then implanted the same model lens, but the correct diopter power during the same procedure. There was no vitrectomy performed and no patient complications reported.